Event description:
I have been using ciba vision dailies aqua comfort plus contacts for many yrs with no problems approx 12 yrs. I use my contacts once daily. I throw them away at bed time. I do not sleep with them. My initial episode occurred in november. I didn't think anything of it then again today (B)(6) 2012. During the course of the day I started experiencing discomfort, redness and itching and noticed that my contact lens in the right eye was split in several pieces. It took at least twenty mins to get the other pieces out of my eye. I am so dramatized by this event. I called my eye care doctor's office and was told maybe it is a bad lot, to bring in the lenses for a replacement if it continued to happen. I did not find any 1800 # on the box or the website to call. I am reporting this event so the MFR can investigate this lot to make sure this does not happen to other people. If it is a defective lot they need to get it off the market. The lot number on the box is a0120695 exp 2014-05 for my left eye and the lot number on the box for my right eye is a0171857 exp 2015-05. There are some other numbers on the box under proof of purchase (B)(4).